Manufacturer narrative:
The product lot number has been verified and has been confirmed to be released by the company. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications and manufactured according to appropriate procedures. The lot number 21k188 was verified and has been confirmed to be released by the company. The batch record, qc test reports, and training of staff were analysed and it had been determined that product is within required specifications, and manufactured according to the appropriate procedures. The batch records and rest of the reports for this lot had passed all tests and a check of the ncr log for this lot number has produced zero results for this lot number. The check on the deviation log had produced zero results for this lot number as well. The certificate of analysis (coa) of this lot shows that all testing performed on the product has passed. No other clinical complaint was found associated with this lot 21k188.

Event description:
Adverse event information: based on the information provided, the medical doctor injected herself on (B)(6) 2019, with revanesse versa + (w/ lidocaine) 1.0ml pn40082, lot # 19f071 in the left and right jaw area with I syringe injected per side (1.0ml volume per side). Injector in this case as mentioned is the medical doctor md, 20 years experience. Topical anaesthetic blt was used. No medications before treatment. The doctor reports experiencing redness and unresolved bumps on the left side of her face that persists 3 years later. Right side is unaffected. Clinic had provided prollenium with photographs of the adverse event on request. When manufacturer reached out for further information on patient status, doctor reported that bumps have reduced but still showing. Clinic had provided prollenium with photographs of the adverse event on request. The manufacturer initiated the investigation by conducting a review of its internal records associated with the batch. In addition, a review from the company's medical director was sought. Internal report number (B)(4).